Event description:
It was reported that the implantable cardiac monitor went into backup operation post implant, after suspected electrocautery interaction. On (B)(6) 2014 after a software download, normal device function resumed. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.